Event description:
It is reported that prior to impaction, it was noticed that a portions of the fiber metal were loose.

Manufacturer narrative:
Eval summary: by nature of the material, post-mfg handling has the potential to pull up a loose wire. Post-mfg handling may have pulled the wire loose in this case. With the info provided, a definitive root cause for this event cannot be determined. Eval: dimensions taken on the returned device were found to be conforming. As returned, a single wire is protruding near the rim. The device history records were reviewed and found to be conforming to mfg, inspection, and packaging specs.